Manufacturer narrative:
(B)(6). Visual inspection and functional testing was performed by the philips authorized service provider. A visual inspection was noted that the module slot broken, device buttons were worn and the monitor display freezes and no longer operable. It was indicated that during the functional testing that the mainboard was defective and causing the faulty of the display freezing. Customer ordered the parts. Based on the information available and the testing conducted, the cause of the reported problem was a faulty mainboard. The reported problem was confirmed. The customer ordered a replacement parts to resolve the issue. The customer has assumed the repair responsibility. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mx550 patient monitor indicating that the screen is frozen for several times. The device was in clinical use at time of event, there was no adverse event reported.